Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. A bend in the catheter shaft was noted at 3.7¿ proximal to the distal tip. No other visual anomalies were noted. Additionally, the catheter met specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fractured tip remains unknown.

Event description:
During an atrial fibrillation procedure, the tip of the catheter was noted to be fractured. The device was replaced, and the procedure was completed with no adverse consequences to the patient.